Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after receiving new battery cap. Customer stated that the display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.